Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently delivered multiple boluses without user input. The customer's blood glucose (bg) level subsequently decreased to range from 20's to 45 mg/dl. Customer consumed carbohydrates to address bg. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer; however, the contact maintained the belief that the pump delivered the boluses on its own. Recommendation was made to consult with healthcare provider regarding diabetes management.